Event description:
It was reported that during a c.a.b.g procedure the surgeon used the shears to dissect the radial artery and after minutes the generator alarmed and showed instrument error. Then the nurse detached the blade and tested with the test tip. The machine worked fine so the nurse changed to the new blade and it worked until completion of the case. No patient consequence.